Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and that was harder to ability to read. The customer¿s blood glucose was unknown. Customer also stated that insulin pump had rainbow effect and unexplained no delivery alarm. Customer also mentioned that battery cap was dull and battery life was diminishing. The device will not returned for analysis.